Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to a dislodgement that caused loss of capture. A clinical engineer contacted the patient's physician due to suspicions of dislodgment during a normal follow-up, however, exact details of how the issues were discovered are unknown. This rv lead remains in service and no additional adverse patient effects were reported.